Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon tried to fire the device but no clip advanced and the handle would not move. He tried to fire two from the same lot number and neither would fire. A third device from a different lot number was opened and used to complete the case. There was no consequence to the pt.